Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. The procedure or technique performed was mentioned posterior lumbar interbody fusion. The cage was chipped. No further complications reported.

Manufacturer narrative:
Product analysis of part # 7770723 ; lot# 0818330w analysis summary: visual and optical inspection revealed the one of the tabs/ears of the implant has been broken off and the other has been bent and cracked. There is no damage present on the nose, ribs or body of the implant. It appears the damage was done during the insertion process. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from healthcare provider via manufacturer representative regarding an event happened during intra-op for a patient undergoing unknown spinal procedure. The pre-op diagnosis was mentioned as l5/s hernia. It was reported that, cage was damaged when inserting the cage into the intervertebral disc. The cage was broken. There were no broken fragments of the cage and inserter remained in patient. There was a delay of less than 60 minutes reported as a result of this event. There were no patient symptoms or complications reported. The event occurred when inserting the cage into l5 / s. The peek part of the cage came off. The intervertebral space was narrow, and it was thought that it was possible that the peek part of the cage was caught at the entrance of the intervertebral space and did not proceed at the time of insertion, resulting in damage. There was no additional surgery or treatment performed as a result of this event. The status of cage was mentioned as ¿explanted ¿ complete¿. No health damage in patient was reported. No further complications reported.